Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample that tested positive twice when using the simplexa covid-19 direct assay, but negative on two competitor assays (abbott realtime m2000 and siemens/althona kits). Simplexa assay run analysis showed the alleged false positive (sample ID (B)(4)) was detected for both s gene (CT = 33.0) and orf1ab (CT = 32.3) in the initial run on (B)(6) 2020 at 0455, and then tested on the competitor assays as negative. Another swab sample from the same patient was taken later that day and repeated at 0751, but only detected for orf1ab (CT = 35.6) and negative on the competitor assays. It appears that the 2nd sample was nearing the limit of detection of the simplexa assay. The ifus on the competitor assays were reviewed and there are different targets: abbott (rdrp and n genes), siemens (e gene, s gene), simplexa (s gene, orf1ab). It is likely the competitor assay did not pick up the orf1ab detected in the 2nd sample. It is not clear if the competitor assays require both of their respective targets to be detected for a positive interpretation. Even though the simplexa assay had valid positive results, the customer decided to interpret the results as negative since the patient was asymptomatic and had no clinical risk for covid-19 identified. The issue device and patient sample was not returned for investigation. Retains of mol4150, lot# x8189n were tested on 6/2/2020 with a total of 4 no-template control (ntc) replicates and 4 positive control replicates. Zero (0) false positives occurred in either s gene or orf1ab targets in the ntc testing and all 4 positive controls were detected for all targets without issues (zero false negatives). The alleged false positive could not be replicated during retain testing. Batch record review showed the critical component, reaction mix mol4151, lot# x8190n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# x8189n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on a patient sample that tested positive twice when using the simplexa covid-19 direct assay, but negative on two competitor assays (abbott m2000 and siemens/althona kits). The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy with the clinical indications observed and the results after repeat with the two competitor assays. No alleged harm occurred. The customer says the patient sample was processed in the same day and maintained at a temperature of 4c between tests. The customer stated the patient was asymptomatic and did not show any clinical risk for covid-19. No other patient information and sample type information was provided.